Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient they were having troubles trying to synchronize the patient programmer and the stimulator. They wanted to increase the stimulation because they have been having issues with return of symptoms. The return of symptoms started maybe the past week or so. Had the patient try synchronizing the patient programmer to the stimulator. She then tried to increase the stimulation and she got the icon that showed she needed to turn on the stimulation. The rep had patient checked their current settings and they were on program 2 at 2.8 volts. The rep had patient turn the stimulation down to 1.1 volts before turning the therapy on. The rep then had patient turn the stimulation on and increased to 2.6 volts. Patient said they didn't know their therapy had been shut off. The rep told patient to monitor their symptoms for a couple days and see if their symptoms improve.